Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with cloudy effluent. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. On the same day as the onset, the patient began treatment with vancomycin (intraperitoneally (ip), daily, dosage and duration not reported) and fortaz (ip, daily, dosage and duration not reported) for peritonitis. At the time of this report, the patient was still being treated and was recovering from the event of peritonitis. Eleven days after the onset of the event, the patient¿s pd catheter was removed and the patient started doing hemodialysis. No additional information was available at this time. This is report 1 of 4 involved in this event.